Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is believed that the reported event may have been caused by a printed circuit board failure due to an air leak on the scope connector. However, since this theory could not be confirmed, a definitive root cause for the reported failure was not identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the elite colonovideoscope exhibited an error code 315. The issue occurred during an unspecified diagnostic procedure. It was noted that the procedure was completed using a similar device. There were no reports of patient harm.